Event description:
Used for laparoscopic cholecystectomy. Late in the surgery, air leaked from balloon. It was confirmed the balloon was broken. Opened new one to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).